Event description:
It was reported that the bd venflon¿ pro safety needle protected IV cannula had blood leaking from the cap during use. The following information was provided by the initial reporter: "our nurses have reported problems with the tightness of the bd venflon pro safety 18g 1..3*32mm catheter (ref 393226). When inserting the catheter, blood comes out through the white cap ("as if there were small holes")."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Two photos and four representative samples were received by our quality team for evaluation. From the photos, end caps with cavity number 29 and 27 were observed. Two representative samples were received from cavity 27 and two representative samples were received from cavity 29. The samples were subjected to visual inspection. Two of the samples, both from cavity 29, failed the visual inspection as a sink mark was observed on the end cap luer cone tip. A through hole was observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The probable root cause for the reported leakage could be due to the sink mark hole at the luer cone tip of the end cap. The air vent may be choked during molding and cause hot air to be trapped. This affects the material flow to the final fill area at the luer cone tip. A project has been initiated to address this issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.